Event description:
Level 1 and level 2 quality control (qc) results for luteinizing hormone (lh) were low on a dimension vista 1500 instrument. The customer loaded a new reagent flex cartridge, which resolved the issue. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
Siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) will be sent to customers within the us in may 2015 and an urgent field safety notice (ufsn) will be sent to customers outside the united states in may 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.